Manufacturer narrative:
D10 concomitant medical product: sigphandle, sig power sigphandle handle (serial#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectal resection, when the left and right green buttons were simultaneously pressed and hold, and released for 10 seconds, the power reset was executed, and the knife blade cannot be retracted. It was also noted that the articulation of the jaw did not return. The articulation of the jaw was returned using a manual adapter tool, and the cartridge was removed. There was no patient injury.